Event description:
Consumer called to report her meter is not reading accurately. Analysis run on consensus error grid using average reading (234) as reference point vs. Bd readings (36,408,258) yielded some date points in the c range of the grid, outside acceptable limits.